Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer received assistance from technical support in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any future issues arose.